Manufacturer narrative:
Intervention required - (B) (4): evaluation results: endoleak, severely tortuous vessels.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx two months ago. Aneurysm morphology at the time of implant is not available. Vessel morphology was reported that the distal aorta was severely tortuous. It was reported one month post implant, there was a distal type 1 endoleak resulting in expansion of the aneurysm to the level of the celiac artery (MFR# 2953200-2010-00235). There was also a junctional endoleak between two components (MFR # 2953200-2010-00237) likely due to the aneurysm expansion. A distal extension was implanted between the 2 separated components and that resolved the type 3 endoleak. Another distal extension was implanted distally for the distal type 1 endoleak; however, the endoleak did not completely resolve. The decision was made to not further intervene. No further intervention is planned. No additional clinical sequelae were reported, and the pt is fine.